Event description:
It was reported that upon deployment of the stent, it was identified that the stent only measured 80 mm. Reportedly, there was adequate vessel flow upon stent deployment and no further action was taken. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.